Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer¿s blood glucose levels were high as 14 mmol/l. The customer was treated with manual injections for high blood glucose levels. The insulin pump passed the displacement test. The customer declined to continue troubleshooting. The device is not expected to be returned for analysis.